Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated a report of spinal headaches on (B)(6) 2017 with positive cerebrospinal fluid (csf) culture resulting in the entire system being explanted (not replaced) on (B)(6) 2017. Surgical intervention (surgical excision and repair) of the lumbar wound was performed on (B)(6) 2017 not (B)(6) 2017 as previously reported. Device disposition was unknown. The event resulted in in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2017 not (B)(6) 2017 as previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving sufentanil (283.0 mcg/ml, 144.88 mcg/day), bupivacaine (21.3 mg/ml, 10.904mg/day) and clonidine (968.0 mcg/ml, 495.55 mcg/day) via an implantable pump used for spinal pain. On (B)(6) 2016, the patient complained of an area on his mid back that had an area about size of a nickel that had a yellow area on it. The patient reported the area was sore and tender at their office visit. Per the pi, the wound was adjacent to the anchor of intrathecal catheter and would require surgical repair. The patient's pcp requested an evaluation and treatment of area at wound clinic due to the patient being a heavy smoker. The patient began sleeping on their back again after a surgery to replace the pump on (B)(6) 2017, causing the wound to breakdown again. Surgical repair was postponed due to patient being administered for a gastrointestinal (gi) bleed on (B)(6) 2017. The patient was given oral antibiotics (doxycycline 100 mg po bid) on (B)(6) 2017 and surgical intervention (surgical excision and repair) of the lumbar wound was performed on (B)(6) 2017. It was noted the wound culture grew (B)(6), and the patient was treated with IV antibiotics x 4 weeks. The event resolved without sequelae on (B)(6) 2017. The event resulted in in-patient hospitalization and unscheduled clinic/office visits. The etiology of the event was indicated as possibly related to the device/therapy and not related to the implant procedure.